Event description:
It was reported that, during a robotic laparoscopic prostatectomy procedure prior to insertion but with the patient under anesthesia, the arm threw an instrument insertion error stating the following "warning: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm. Danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm." The arm was restarted, which allowed the arm to be confirmed, docked, and the instrument to be inserted. There was a 10 to 15 minute delay due to these issues. There was no patient injury.

Manufacturer narrative:
H2) correction: d1, d10 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the logs for the arm cart assembly were analyzed. Evaluation of the logs showed an error code for 'setup arm brake state mismatch', an error code for 'robotic arm brake status', an error code for 'robotic arm motor state' and an error code for 'subsystem robotic validation - redundant controller state check'. Further evaluation of the logs showed a failure code for 'setup arm joint 1 brake current too high'. Before this error occurred, there were multiple position buttons actuated in quick succession. The arm cart was restarted to resolve the issue. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a jaw position controller error. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy procedure prior to insertion but with the patient under anesthesia, the arm threw an instrument insertion error stating the following "warning: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm. Danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm." The arm was restarted, which allowed the arm to be confirmed, docked, and the instrument to be inserted. There was a 10 to 15 minute delay due to these issues. There was no patient injury.

Manufacturer narrative:
Upon re-evaluation, the following sections were updated with corrections: b5, event description h2, device codes (fdd) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy procedure prior to insertion but with the patient under anesthesia, the arm threw an instrument insertion error stating the following "warning: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm. Danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm." At this point the arm was unable to move and the instrument could not be activated. The arm was restarted, which allowed the arm to be confirmed, docked, and the instrument to be inserted. There was a 10 to 15 minute delay due to these issues. There was no patient injury.